Event description:
It was reported that the programmer's stylus would not stay calibrated. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 2067 radiofrequency programmer head; product ID: 229047 software analyzer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.